Manufacturer narrative:
The investigation into the stroke/cva has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to root cause; only the clinical report was evaluated. Based on clinical information provided, the cause of the stroke/cva was most likely patient condition related. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident / stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 63-year-old male with persistent ventricular tachycardia was implanted with an impella cp device for mechanical circulatory support. The patient developed an embolic stroke approximately three hours post impella implant. The patient exhibited symptoms of facial drooping, aphasia, and inability to move the right arm. Tissue plasminogen activator was administered with some improvement in symptoms, however, the patient continued to have right arm weakness. It's believed that a clot had existed in the patient's left ventricle that was missed via echo imaging prior to procedure and had become dislodged post procedure when the patient had returned to their room.